Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg /ml, unknown dose) via an implantable pump for intractable spasticity and cerebral palsy. Information received reported that a motor stall was seen at initial interrogation. The patient has not had a recent MRI. Pump status and/or event log report motor stall occurred. Multiple motor stalls and recoveries were reported. The rep confirmed there were no electromagnetic interference (emi) or magnetic sources present. The rep was redirected to follow up with the hcp to review the considerations. The rep stated that since there have been multiple stalls and recoveries, they planned on replacing the pump (would be scheduled at a later time). There were no reported symptoms. The event date was (B)(6) 2019. No further information provided.

Manufacturer narrative:
Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (B)(4) determined there was a hole in the internal pump tube which allowed drug to leak into the motor containment area which resulted in fluid/crystalized residue on the feed thru posts which leads to an electrically conductive pathway in and around the pump motor circuit and is consistent with an electrical short. If information is provided in the future, a supplemental report will be issued.